Event description:
The ge oec 9800 fluoroscopy system displayed collimator errors that required a button press to continue. Error message displayed intermittently.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective high voltage cable that was bypassed (spare wire available) to repair the malfunction. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable to, would not provide any pt info with respect to this issue.